Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the pump powered on with the returned battery cap and was able to be fully tightened. The coin slot on top of the battery cap was observed to be damaged. The battery compartment was intact, although there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The audio bolus button cover was observed to have a tear in the center and the button was responsive to testing. Review of the black box indicated that there was evidence of a partially discharged battery being installed on (B)(6) 2014. The current draws were within specifications. The pump passed a leak test. The pump case was removed for further investigation and there was no evidence of additional moisture or loose components inside pump. Unrelated to the initial complaint, the pump powered on to a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.